Event description:
It was reported that the patient felt as if there was no difference in pain with the spinal cord stimulator (scs) on or off. The patient was offered reprogramming sessions, however, the patient declined. The patient underwent a procedure where the scs system was explanted. The patient was discharged and recovering at home. The explanted devices will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7070874. Brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7070915.